Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The lpm display disappeared. By running higher than 1000rpm the machine show "error head". The error happened during startup of device. No patient involvement. (B)(4).

Manufacturer narrative:
The unit was returned to the manufacturer and it was identified that the cause of the error was due to a defective electric component (ic1) on the board "mc2". This is caused by 'hot plug" which was due to the drive being connected or disconnected while the console was running. The defective ic on the mc2 board was exchanged and function tests carried out. The unit is now fully functional and has been returned to the customer for clinical use.

Event description:
(B)(4).